Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient's spouse that the patient "developed a huge hematoma due to implementation." "It was as big of saucer and needed to be drained." "Began falling out of the bottom". They noted the device needed to be implanted on the right side and remove the left. Follow up yielded no information. The device was explanted and replaced. No further patient complications have been reported as a result of this event.